Event description:
Large char coagulum was found on the catheter tip. The ablation procedure could not be continued. No patient injury was reported.

Manufacturer narrative:
The event description provided by the customer was not indicative of a reportable complaint. However, due to the unusually large size of char coagulum when the device was received and upon initial evaluation, biosense webster became aware and decided to report this catheter as a malfunction in 2008. Full evaluation is still in progress and has not been completed.